Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 399 mg/dl. Customer did not receive received treatment while in the ER and was only checked for ketones which customer did not have. Customer was released from the ER 4 hours later with no permanent damage. Reportedly, the customer's pump shut down due to normal battery depletion. Customer alleged that the pump battery was depleting quickly. Tandem technical support performed a system check on the pump and determined that the pump battery depleted normally based upon settings and pump usage. Customer maintained allegation and reverted to manual injections for insulin therapy.